Manufacturer narrative:
Block e1: this event was reported by a distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber measured 315.4 cm from the end of the connector to the distal tip. The exposed glass tip measured 2 mm and had normal degradation. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva laser fiber's failure to emit laser energy due to the laser overheating was confirmed. The reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. In the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 14, 2021 that a flexiva laser fiber was used in procedure performed on (B)(6) 2021. During the procedure, the laser fiber stopped working due to overheating. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
This event was reported by a distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 laser fiber was used in procedure performed on (B)(6) 2021. During the procedure, the laser fiber stopped working due to overheating. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.